Event description:
Patient was undergoing revision of failed right total hip replacement. During the procedure, the surgeon was using a hollow reamer and it broke. All fragments were recovered and there was no retained foreign object. Reason for use: revision of right total hip replacement.